Manufacturer narrative:
Findings: unit received with currents in specification. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. Minor scratched lcd window, cracked near display window corners, broken, battery tube threads, cracked reservoir tube lip, broken battery cap.

Event description:
The customer reported via phone call indicating that the insulin pump alarm excessive no delivery. Customer's blood glucose at time of incident was unknown. The customer was unable to troubleshoot at time of call because she was unsure of what she did when fixing no delivery. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occur in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. There is crack on the battery cap, battery cap compartment and pump itself. The customer was not sure how the damage occurred. The customer stated the drive support cap looks normal. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.